Event description:
The injection port disengaged from the plastic hub. The pt noticed it lying on the floor. At the time of the incident, the central venous line was clamped. The pt suffered no adverse effects.